Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure coil has moved towards to uterus") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("stabbing pain in lower abdomen"), abdominal discomfort ("feeling of pressure in lower abdomen") and vaginal haemorrhage ("continuous vaginal bleeding"). The patient was treated with surgery (essure removal scheduled in some weeks: by endoscopy, laparoscopy with one sided tube removal..). At the time of the report, the device dislocation, abdominal pain lower, abdominal discomfort and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, device dislocation and vaginal haemorrhage with essure. The reporter commented: insertion has gone well, 8 spirals visible in both side. The physician recommended essure removal and wrote a referral. It is suppose to pull other implant out by uterine endoscopy and the other with fallopian tube removal by laparoscopy because the other coil is obviously entirely in fallopian tube. She asked if it is safe to pull coil out, can it be broken and fragments remain in uterus, how it is possible that coil inserted 6 years ago starts to move. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2018: other coil has started to move towards the uterus; in 2017: everything ok. Unspecified exam (control visit after insertion): everything ok. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure coil has moved towards to uterus") in a 44-year-old female patient who had essure (batch no. L2843) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("stabbing pain in lower abdomen"), abdominal discomfort ("feeling of pressure in lower abdomen") and vaginal haemorrhage ("continuous vaginal bleeding"). The patient was treated with surgery (essure removal scheduled in some weeks: by endoscopy, laparoscopy with one sided tube removal..). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation and abdominal discomfort outcome was unknown and the abdominal pain lower and vaginal haemorrhage had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, device dislocation and vaginal haemorrhage with essure. The reporter commented: insertion has gone well, 8 spirals visible in both side. The physician recommended essure removal and wrote a referral. It is suppose to pull other implant out by uterine endoscopy and the other with fallopian tube removal by laparoscopy because the other coil is obviously entirely in fallopian tube. She asked if it is safe to pull coil out, can it be broken and fragments remain in uterus, how it is possible that coil inserted 6 years ago starts to move. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2018: other coil has started to move towards the uterus; in 2017: everything ok. Unspecified exam (control visit after insertion): everything ok quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: implants have not been yet removed. She is on a queue. She still has pain and continuous bleeding. Batch number l2843. Outcome of events updated. Incident no valid lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure coil has moved towards to uterus") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("stabbing pain in lower abdomen"), abdominal discomfort ("feeling of pressure in lower abdomen") and vaginal haemorrhage ("continuous vaginal bleeding"). The patient was treated with surgery (essure removal scheduled in some weeks: by endoscopy, laparoscopy with one sided tube removal). At the time of the report, the device dislocation, abdominal pain lower, abdominal discomfort and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, device dislocation and vaginal haemorrhage with essure. The reporter commented: insertion has gone well, 8 spirals visible in both side. The physician recommended essure removal and wrote a referral. It is suppose to pull other implant out by uterine endoscopy and the other with fallopian tube removal by laparoscopy because the other coil is obviously entirely in fallopian tube. She asked if it is safe to pull coil out, can it be broken and fragments remain in uterus, how it is possible that coil inserted 6 years ago starts to move. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2018: other coil has started to move towards the uterus; in 2017: everything ok. Unspecified exam (control visit after insertion): everything ok. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.